Event description:
It was reported that upon removal the catheter broke inside the patient. The physician had to use graspers to retrieve the broken piece. Upon insertion of the catheter, the physician noticed that the catheter was brittle.

Manufacturer narrative:
The investigation is in progress. Once the investigation is complete a supplemental report will be mailed.